Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal secondary sets (c62) experienced leakage, while another 2 bd phaseal secondary set (c62) experienced leakage and product damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: during priming the secondary set c62 with normal saline, leakages occur at the connection part of the connector with the tubing. Small crack shown at the leaking area. The pharmacy department are using the product and there¿s not physical harm to the user .

Event description:
It was reported that 2 bd phaseal secondary sets (c62) experienced leakage, while another 2 bd phaseal secondary set (c62) experienced leakage and product damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: during priming the secondary set c62 with normal saline, leakages occur at the connection part of the connector with the tubing. Small crack shown at the leaking area. The pharmacy department are using the product and there¿s not physical harm to the user .

Manufacturer narrative:
H.6. Investigation summary: three photos and two samples were provided to our quality team for investigation. The final product for lot ta11606 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, a crack was observed in the y-site. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11606. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause related to the manufacturing process at this time. The appropriate personnel have been notified and are looking further into this issue. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.